Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe scale marking missing. The probable cause for the occurrence is related to failure at printing system at the marking machine, allowing the defect product flow of the process. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria is (B)(4). Bd has performed a device history record¿s review (DHR) including a review of all data collected during in process and quality inspections and complaint evaluation, the batch involved in this complaint meet all acceptable quality levels (aqls), and were manufactured and released according to applicable procedures and specifications. H3 other text : see h.10.

Event description:
It was reported that scale marking issues were found before use with bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter, "syringe with no scale marking. There is no report of damage. The incident was noticed before the use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues were found before use with bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter, "syringe with no scale marking. There is no report of damage. The incident was noticed before the use."